Event description:
It was reported that the patient's leg started bouncing while was in the MRI scanner for less than 30 seconds. The patient also experienced some pain. It was reported that the patient has had mris in the past. No treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.